Manufacturer narrative:
(B)(4). Date sent: 4/11/2025. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the open procedure, the smoke extraction device was not linked to the output of the electric scalpel. The device continued to suction even though the electric scalpel was not being output. The sensitivity of the smoke extraction device was adjusted to the lowest setting, but it continued to suction. Even when the rf sensor was removed from the electric scalpel cord and separated, it continued to suction. A bipolar was also connected, but it would react even when the device did not output. No pieces were fell into the patient. The same device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.